Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a medtronic employee that the customer's mother reported customer was hospitalized due to high blood glucose. The customer was unable to provide further details. The customer's blood glucose was unknown.